Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in atlanta, georgia. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: patient circuit 1 pump failure. In order to solve it, affected pump was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e18 code) associated to patient circuit 1 pump blocked or too slow. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
Complaints database review pointed out that no further similar issues have been submitted for this unit since its installation in 2017. Based on the above facts, it cannot be excluded that the root cause of the event was linked with rusted/corroded/damaged motor bearings, most likely due to environmental conditions such as water infiltration, humidity, condensation or high temperatures. The wearing of electro-mechanical device can be originated by the specific use conditions at customer¿s site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.